Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during implantation of the lens, found the inserter was defective. Additional information was requested and received stating the lens was not able to inject, there was patient contact and no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Only the device was returned. No iol returned. Additional observations were as follows: the device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint "lens did not inject" as only the device was returned for evaluation. No iol was returned. As the lens is not present in the device, its position for the advancement cannot be confirmed. No damage or abnormalities were observed on the returned device. Due to this, we are unable to complete a thorough investigation to determine a root cause. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).